Event description:
The customer reported via social media indicating that the insulin pump alarm no delivery and motor error. Customer's blood glucose was unknown mg/dl. The customer stated after 2 reservoir resets and one infusion set change, she is good. The customer reported the incident for documentation only.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.